Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Approximately on (B)(6) 2023, the patient experienced inaccurate cgm values which occurred an unknown number of days after the sensor had been inserted in an unknown insertion site. The patient experienced malaise with loss of consciousness. It is unknown by whom, but paramedics were called and when the firefighters arrived, the cgm was reading 1.40 g/l (140 mg/dl) and the blood glucose reading was 0.40 g/l (40 mg/dl). There was no documentation on treatment provided but it was stated that the patient monitored capillary blood sugar level testing for the week following the event. During the event, the patient was using a closed loop system. At the time of the report, the patient was good. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.